Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due bowel blockage and as well as high and low blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. The customer states her blood glucose was down to 65 mg/dl. The customer was at work treated with glucose tabs and orange juice and few highs after that, some due to pain management control steroids injected into back. Steroids send her over 600. The customer states that when her blood glucose go down to 90 mg/dl she is passing out. The customer states that a year and half ago her blood glucose was in the range of 70 mg/dl, customer had taken 3 glucose tablets and her blood glucose did not increase, and then they gave her orange juice and she felt light headed and was at 90 mg/dl, customer took 3 tablets and took blood glucose again and it was still not up took more orange juice. The customer also states that she went home after 30 minutes and she was high blood glucose. Treated high with bolus pump. Customer has had a stoke and it affects her speak. The customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.